Event description:
The stent dislodged in the abdominal aorta and was snared with a micro vensus device. As the stent was being removed, it caught on the distal end of the absolute stent and the stent stretched. With some manipulation the stent was removed without further incident. Another company's stent was used to complete the procedure. The pt is doing fine with no effects.